Event description:
Complaint received from baxter sales rep. Customer reports that the set leaked at the filter when attempting to push saline in the nicu. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted..

Manufacturer narrative:
Evaluation summary: the customer's report of leakage was not confirmed. The returned sample passed functional testing. As no lot number was provided, a batch review could not be performed. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.